Manufacturer narrative:
Examination of the returned vigileo monitor confirmed the customer¿s complaint. The monitor was plugged in and after a few minutes a smell was detected. Evaluation testing of the ''c480'' connector component from the main board was found to have smoke damage. The main board was replaced to restore the monitor to functionality. Review of the device history record supported that there were no non-conformances noted for any reason. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during use the vigileo monitor had a burned smell; however, the monitor worked fine. No additional information was available. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.